Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: during visual inspection of the pump, it was observed a deep scratch near lower left corner of display lens and the battery compartment was cracked. There was no moisture found behind the display but there was visible moisture corrosion in the battery compartment which caused the pump to not power up. Multiple test steps such as downloading the pump history and black box were unsuccessful due to the pump having no power. The pump was opened and there was no further moisture damage found. The investigation confirmed part of the initial complaint and could not confirm the moisture behind the display allegation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. The reporter contacted animas, alleging that the display screen lens was scratched. The reporter confirmed that the screen could be read safely. Moisture was also alleged to be behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.